Manufacturer narrative:
(B)(6). This report is for an unknown locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 the patient was revised to a total hip because the femoral head collapsed. The patient was originally implanted with a short trochanteric fixation nail (tfn) on an unknown date. All of the original hardware was removed intact without complication. The procedure was completed successfully with no reports of delay or medical intervention. The patient's post-operative status was noted to be stable.this report is for an unknown locking screw. This is report 1 of 1 for (B)(4).